Manufacturer narrative:
Onsite testing by a spacelabs field service engineer confirmed that the involved devices performed to specification. The testing was witnessed by a hospital representative. The patent's historical waveforms and trend information was collected and sent to spacelabs for analysis. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, at approximately 8:00 am, a patient experienced an episode of ventricular tachycardia (vtach) that did not alarm on the xhibit central monitor. The user reported that the vtach alarms were working fine before 8:00 am and after. No one was injured as a result of this event.

Manufacturer narrative:
The hospital has advised spacelabs that they are unable to provide the patient's historical waveforms and trend information as previously promised. Additionally, the customer was unable to provide any copies of waveform recordings of the complaint episode. We are unable to investigate further due to lack of further information. No recurrence has been reported. This report is complete, and this particular issue is considered closed.